Manufacturer narrative:
Medwatch sent to FDA on 12/09/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported three and a half months after injection to the back of the hands with 6mls of juvederm voluma with lidocaine patient developed edema and redness in the back of both hands. Patient was prescribed ciprofloxacin and zamene. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event as follows: indications "juvéderm® voluma¿ with lidocaine is an injectable implant intended to restore volume of the face." Precautions for use " do not inject more than 2 ml per treatment area during each session." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported three and a half months after injection to the back of the hands with 6mls of juvederm voluma with lidocaine patient developed edema and redness in the back of both hands. Patient was prescribed ciprofloxacino and zamene. Symptoms are ongoing.